Event description:
Additional information received from the consumer reported that the replacement of the recharger resolve the issue. The issue with the implant battery dying and not working was also resolved and the patient stated that it was working even better now.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, product type: recharger. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, : product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the recharger was plugged in overnight and it was not powering up and had no pictures on the screen. Further information received from the patient stated that the implant battery was dead or not working right. Additional information received from the patient reported that the desktop charger had a broken connector. The patient was not able to charge the recharger; it was plugged in all night with no change in the battery level. A replacement was sent. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.